Event description:
The customer reports that the ris-ic is not opening and closing exams correctly in pacs. The system was querying the database by order number, but pulling the exam with the accession number instead, resulting in retrieval of the incorrect exam/patient. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).